Manufacturer narrative:
Image review: five still procedural images were provided for review. The images capture the tortuous target lesion. The image captures the previously implanted stents and the reported dislodged stent immediately distal to the guide catheter tip. The image also captures what appears to be the dislodged stent being jailed to the vessel wall. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a 2.5 x 22 mm resolute onyx rx drug eluting stent to treat a mildly calcified and severely tortuous proximal cx lesion exhibiting 80% stenosis. It was reported that angle was 90 degrees from the lm to proximal cx and another 90 degree at guiding catheter to lm. There was no damage noted to packaging. There were no issues when removing the device from the hoop. There were no issues when removing the protective sheath. The device was not inspected after the sheath was removed. Negative prep was performed with no issues noted. The lesion was pre dilated using a 2.0 x 20 mm euphora balloon. The physician attempted to use a 2.25 x 22 mm resolute onyx but the device failed to cross. The physician then used a 1.5 x 10 euphora balloon to pre-dilate the proximal lcx and attempted to deliver the 2.5 x 22 mm resolute onyx stent. During the procedure, the device passed through a previously deployed stent . Resistance was encountered during delivery and excessive force was used. It was reported that the stent could not cross the proximal lcx. During an attempt to withdraw the device from the vessel, the stent dislodged at lm to proximal lcx. The physician attempted to remove the stent but the anatomy was too tortuous. A 5 mm and 4 mm snare was used but would not pass the tortuous lesion. The physician proceeded to use the same 2.0 x 20 mm euphora balloon used for pre-dilatation to push the dislodged s tent to the vessel wall. The physician also used a 3.0 x 12 euphora balloon to push the stent to the vessel wall and then a larger sized resolute onyx stent (3.5 x 22 mm) was implanted at the lm to proximal cx as intervention and the migrated stent was jailed to the proximal cx artery wall. The stent was post-dilated using a nc euphora 4.0 x 10 mm balloon as well as a euphora 3.5 x 12 mm balloon.